Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l58356, implanted: (B)(6) 1999, product type: catheter; product ID 8709, lot# l58356, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that on the event date, a surgical procedure occurred. The preoperative and postoperative diagnoses were ¿mechanical malfunction of intrathecal drug infusion system¿. The operative procedure included ¿remove, intrathecal pump reservoir, revive intrathecal catheter; and implant new intrathecal pump reservoir¿. Operative notes were provided, once the pump pocket was opened and the anchors were dissected free and cut the ¿expired intrathecal pump¿ was then removed. The catheter was ¿densely bounded down and adhesive scar tissue had been in place for almost ten years. This required careful lysis of scar tissue around the catheter to free any kinks and redundant loops to allow for connection to the new pump. Once this was performed, the catheter was seen to be dripping back spinal fluid¿. Following the procedure, the patient was brought to the recovery area without incident. At the time of the event, the device delivered dilaudid and clonidine. Additional information has been requested, but was not available as of the date of this report.